Manufacturer narrative:
UDI number: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported lead dislocation could not be conclusively determined.

Event description:
During follow-up, the left ventricular lead was noted to be dislocated. The device was explanted and replaced. The patient is stable.